Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that it shut down and turned off. It was noted that the power supply was out of specification. It was further noted that the media bay door latch was broken and keyboard was found to be out-of-specification. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down and turned off while in use. It was noted that the screen went black and was unable to turn back on. It was noted that the programmer power cords and outlets were changed but the issue persisted. The issue was experienced after the patient was programmed to enable magnetic resonance imaging (MRI) and prior to re-programming. A different programmer was then used to re-programme the patient device after MRI completion. No patient complications have been reported as a result of this event.